Event description:
Date of surgery: 2007. It was reported on a voluntary medwatch by a user facility that when a pedicle screw was placed, the instrument used to snap off the set screw was used appropriately; however, the instrument became stuck on the multi-axial screw head and became difficult to remove. The surgeon had to forcibly remove the instrument from the screw. Upon doing so, the "screw pulled out of the bone and needed to be replaced with a larger size screw". No pt complications were reported.

Manufacturer narrative:
This is in response to a voluntary medwatch submitted by a user facility. Device has been returned to the MFR; therefore, prod eval is possible. A visual macroscopic examination and functional check with corresponding part was performed by a prod engineer that revealed that the instrument passes functional checks. Instrument meets dimensions per engineering drawings. Unable to determine the cause of the event.